Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring above 3000 ohms, which caused a lead safety switch (lss). The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.